Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens -10.00 diopter, into the patient`s left eye (os) on (B)(6) 2024. The patient experienced elevated intraocular pressure (iop), pigment dispersion and blurred vision. Patient was prescribed iop lowering agents and continuation of steroid. As of post-op visit on (B)(6) 2024, pigment in ac and iop was 30mmhg. The lens remained implanted. Cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health effect - impact code (f): additional medications: 4644 - iop lowering agents, topical steroids. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the surgeon reported the patient had less pigment dispersion at recent visits. The iop is at level in the left eye (os) where they are about to discontinue glaucoma therapy. Claim # (B)(4).